Event description:
It was reported that pump malfunction occurred and customer mentioned malfunction 16. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, device return was expected, and replacement pump was provided by distributor while additional information regarding event outcome remained unavailable.